Event description:
During stent placement of the left fem-pop, the deployment mechanism fractured. Dr. Then snared the mechanism, stent left in place. Per physician's note: the first stent I used was at the above-knee popliteal artery, which was a bard lifestent, 6 x 100. Interestingly, the first attempt at stenting failed due to mechanical device failure of the stent deployment mechanism. I did not even deploy the stent, but the deployment mechanism dislodged and fractured and embolized into the superficial femoral artery. Just before I even inserted the stent into any atheroma or even attempted to traverse it through any lesion, it had intrinsic failure. I was able to successfully snare this device and remove the entire device with no further foreign body noted from this device.